Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: hi (greater than 600 mg/dl) (aviva) and 79 mg/dl (pharmacy meter). Customer was feeling lethargic with the readings and self-treated with juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.